Manufacturer narrative:
Product analysis an abre device was returned for evaluation. The device returned with the handle opened and the wheel still connected to the wire the size on the strain relief was 9f 12mm x 150 mm which was consistent with what was reported the stent had been deployed on the returned device and a kink was observed on the inner tubing most probable caused when the device was been packaged for return for evaluation the clip was secure on the silver retractable sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant procedure using an abre stent to treat compression of the left common iliac vein in the peripheral vein (left common iliac vein), the stent could not be deployed and the handle broke during the attempted deployment. The stent was then deployed by breaking the handle and pulling the sheath covering the stent back, and the device was not safely removed from the patient and remained implanted. The artery/vein diameter was reported as 12 mm. A 9 fr terumo sheath and a 0.035 guidewire were used. The thumbscrew/lock-pin was checked for securement and removed prior to attempted deployment. No resistance was encountered when advancing the device, no post-dilation was performed, and no stent struts were exposed/visible on removal. The patient was reported alive with no health consequences or impact.

Manufacturer narrative:
Image analysis one video was provided for evaluation. In the video you can see the handle has been opened and the clip has separated from the silver retractable sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.